Event description:
The customer stated he was admitted to the hospital emergency room because of a reading he received from his breeze2 meter. While at the hospital he received a 42mg/dl blood glucose reading from the hospital equipment. A test was then run on his breeze2 meter and the reading was 74mg/dl. Additional information about the event was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The model number was not provided.